Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump alarmed no delivery excessively. The customer's blood glucose was 212 mg/dl and her most recent blood glucose was 345 mg/dl. She treated with a bolus via the insulin pump. She stated that she did contact her doctor regarding the unexplained high blood glucose. She stated that she had prime and refilled the tubing, but the only thing that seemed to work for her were manual injections. She then stated that her blood glucose rose to 500 mg/dl within the last 24 hours. She changed the infusion set 6 times to no avail. She was advised to disconnect at the quick release and run a 5.0 unit fixed prime. She stated that insulin did not exit. She was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units; insulin exited and she was advised that the device worked as designed. She was advised that the alarm had been caused by a connection issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.